Event description:
It was reported that during a left sided atrial tachycardia, the patient experienced a tamponade. The patient's blood pressure decreased and a pericardiocentesis was performed extracting 300 cc of fluid. The patient was given unknown medications, then stabilized and returned to the holding room. The drain was left in overnight and the patient was discharged three days later. The following bwi products were involved carto 3, stockert, cool flow pump, navistar catheter.

Manufacturer narrative:
(B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint cannot be confirmed.

Manufacturer narrative:
The event was life threatening and the damage to heart were moderate. Physician/customer's opinion regarding the causality of adverse event was procedure-related. The concomitant devices: carto 3 system, us catalog #: fg540000, (B)(4); stockert 70 system, us catalog #: s7001, (B)(4); cool flow pump, u.s. Ship kit, us catalog #: cfp002, (B)(4). (B)(4)